Event description:
On (B)(6) 2012 customer reported that the lh500 instrument did not flag for blasts (see MDR 1061932-2012-01767). At that time, the customer also reported a similar unreported incident with the lh500 instrument that occured on (B)(6) 2011. Customer stated that the manual differential indicated the presence of immature cells (imm gran / var lymph (meta and myelo), nrbcs, and bands), but the lh500 did not generate system flags or messages to indicate the presence of these immature cells. Customer stated that the raw data for the event was no longer available. Customer did not state whether or not patient treatment or diagnosis was affected. Field service engineer (fse) inspected the instrument and found the instrument functioning properly. Fse verified laser alignment, ls offset, and dc counts, and all were within specification. Mdrs associated with this event: 1061932-2012-01767, and 1061932-2012-01769.